Manufacturer narrative:
Concomitant medical devices: 5076-52 lead; 419388 lead, implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead had a fractured pace/sense. The pace/sense was capped and replaced, while the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the entire lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.